Event description:
It was reported that the bd phaseal¿ spike connector (c180j) separated from mating component after the infusion bag was spiked, causing saline to leak out. The following information was provided by the initial reporter, translated from japanese: "this is a report about a defective/separated component of c180j. The customer reported as follows: to start drug preparation, the hcp spiked an infusion bag of saline with c180j, and then the c35j on c180j was separated due to its defectiveness. This was before the start of preparation of an anticancer agent and no chemo exposure occurred, whereas a large volume of saline leaked."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the contaminated sample was returned to our quality team for investigation. Through visual inspection, the spike is observed to be disconnected from the connector. It was noted there is visible traces of the solvent used to adhere the spike to the connector, indicating it was applied, however, we cannot verify it was the proper quantity. A device history review was performed for reported lot 2107206, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. Upon performing assembly force testing, all product met required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct problem, it was determined this incident was likely related to a failure in the dispenser that doses the solvent.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) separated from mating component after the infusion bag was spiked, causing saline to leak out. The following information was provided by the initial reporter, translated from japanese: "this is a report about a defective/separated component of c180j. The customer reported as follows: to start drug preparation, the hcp spiked an infusion bag of saline with c180j, and then the c35j on c180j was separated due to its defectiveness. This was before the start of preparation of an anticancer agent and no chemo exposure occurred, whereas a large volume of saline leaked."